Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr (lot f1310202) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
It was reported by the aci regional sales manager that a patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained via a 6f cordis sheath. Following the procedure, the physician who is a trained user, selected a mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device, a small hole was noted in the balloon. The physician discarded the device and did not use the device on the patient. Another device was deployed successfully. The patient was ambulated and discharged to home the same day with no clinical sequela noted.